Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.0/+2.0/x110 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved. At the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found haptic bent, a piece of the haptic missing, the lens is curved, and clear residue on lens. (B)(4).